Event description:
It was reported that the right atrium (ra) lead impedance was found to be high during planned follow up visit, however the patient was not complaining of any symptoms. It was further reported that the patient presented for an unscheduled follow up and the ra lead impedance was further elevated, plus an increase in ra threshold since the last visit. Therefore the ra lead was reprogrammed to unipolar pacing in order to gain acceptable threshold and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.